Event description:
A report was received that the patient's percision was explanted. The implanting physician could not be reached to provide further information regarding the explant.

Manufacturer narrative:
The explanted device will not be returned to bsn for evaluation.